Manufacturer narrative:
Product ID 435135, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 435135, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that the patient originally had device implanted on (B)(6) 2012, however, the patient was very tiny and because the device was going up under her ribs the hcp did another surgery on (B)(6) 2012 to reposition the device downward. It was noted that the surgery went well. For subsequent events, see MFR. Rep. # 3004209178-2012-10825.